Event description:
The customer reported via phone call that they had a motor error alarm during a rewind. The alarm history showed several other motor error alarms occurred. The customer's blood glucose was normal and did not require medical treatment. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.